Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90q0; serial# unknown; product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90q0, serial/lot #: unknown. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient received replacement handset from sunmed, and removed it from box sometime last week, but that it was from, "the bad batch." Caller referring to fca regarding a13 handset. Caller stated last week the patient first noticed the messages when they attempted to connect new handset to ins in preparation for upcoming MRI scan. Caller confirmed handset displayed message regarding communicator app update, then handset update message. Messages could not be cleared, making it impossible to connect to ins. Patient did not bring handset box with them to appt. Because of this, unable to obtain serial number. Agent did obtain pt's unique user ID: (B)(6). Agent suggested patient get new handset from repair and have them send faulty a13 back to repair. Agent collected all necessary shipping information, and emailed request to repair. Of note, rep stated they initially spoke with hcit, who redirected them to customer service. Rep reported customer service redirected them to ts. After call, agent notified manager, (B)(6), who notified (B)(6) from post market team. Agent provided with fca #fa1430. Everyone aware and agreeable to having a13 sent back to repair.